Event description:
Country of complaint: (B)(6). Thread breaking.

Manufacturer narrative:
Samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market 960 units of this code-batch. There are no units in our stock. We have received two closed samples to analyze this complaint. Clips have been reviewed according to the pattern template and fulfil requirements for all dimensions. The closure of the clips in the samples received is correct and the usual one. Thread is not broken after closing with the yellow clip. We have tested the thread-clip attachment on yellow clips after the mounting and the results fulfil the requirement of b.braun surgical (bbs): 1.74 kgf and 1.56 kgf (bbs requirement: 0.69 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.